Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-mdt (cook zenith) stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. Heli-fx endoanchors were also implanted during the procedure due to concern for late failure. It was reported that the patient¿ follow up CT carried out approximately seven months later showed the endoanchor at the 9 o¿clock position, possibly no longer adequately penetrated the aortic wall, due to a likely change in the shape of the aortic wall (neck expansion). It was reported that no adverse event occurred as a result and no action is being taken. No additional clinical sequelae were reported and the patient is being monitored.